Manufacturer narrative:
The pump was returned for analysis and there was no physical damage to the device although the screen was scratched. A review of the device history log was done; no discrepancies. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. The original complaint could not be confirmed via analysis. There was no fault found with the pump.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double alarm that there's no cassette . There was no patient involved.